Event description:
The intermittent image issue was found during preparation for use.

Manufacturer narrative:
Correction to b5 (found during prep for use). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced. However, it is possible that the image was displayed intermittently due to failure of the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the lens coupler was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head was not working correctly, when connected any movement caused the intermittent loss of image. The issue was found during an unknown procedure. The intended procedure was completed with another similar device. There were no reported procedural delays. There were no reports of patient or user harm associated with this event.